Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain, swelling and tibial loosening.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The device is used for treatment. A product history search was conducted for this combination of part and lot number and found no additional complaints. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Based upon the information that has been provided, no definite root cause can be determined at this time.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The information contained within this report does not alter previous conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The reported event is confirmed. Products were returned; the visual inspection of the returned product identified scratches along the distal surface, which is indicative of extraction during revision. There is no foreign material adhered to the surface. Dimensional analysis found that the device was conforming to print specification where measured. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. X-ray images received for evaluation, which were then sent to a third party for further evaluation. The assessment indicates that there are multiple radiolucencies at the plate-bone/bone cement interfaces. Additionally the knee alignment indicated that the stem was in a varus alignment. The claim against the bone cement having little adhesion could be supported by the radiographs as they demonstrate radiolucencies at the bone cement-tibial plate interface. An updated complaint history search was conducted, finding no additional complaints for the same/similar issue for the lot number associated with this report.